Event description:
The manufacturer received information alleging a ventilator unable to calibrate fi02. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's fio2 sensor was replaced to address the issue.